Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the available records identified the following: primary op notes were reviewed and no complications were noted. Some problems with walking and usual activities. Moderate pain with extreme anxiousness/depression. Radiographs were provided and reviewed by a health care professional. Review of the available records identified components are anatomically aligned. There is no interval change in component position. No abnormalities are noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Dob: (B)(6). Liner and shell with plastic barrier 40 mm i.d. 52 mm o.d. Do not remove ceramic liner do not reposition cup after final seating. Concomitant medical products: item# 65771101000 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset lot# 62688199. Item#00877504001 bioloxâ® delta, ceramic femoral head, s, ã¸ 40/-3.5, taper 12/14 lot# 2654556. Report source: foreign source- event occurred in (B)(6) reported from clinical study manager ((B)(6)). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01119.

Event description:
It was reported patient experienced disabling pain, decrease in adls and difficulty ambulating approximately 1 year post initial implantation. Subsequently, it was reported patient continued to experience pain during follow-ups two and three years following the initial procedure. Attempts to obtain additional information was made; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).